Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had blank display on the insulin pump. The customer¿s blood glucose level was 500 mg/dl at time of incident. The customer was treated with syringe. The customer reported that they had heard a beeping inside the pump. Customer stated that they keep pressing buttons but nothing turns on. The troubleshooting was performed and was advised to insert new aa battery and the display returned after pump restart. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.